Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician commented that there was a case were there was difficulty inserting a brady lead into an accolade (specific model number unknown) device header. It was reported the initial insertion of the terminal pin goes in fine, but when it gets to the seal rings the pressure to push it in makes the terminal pin buckle. The lead does go in, but it takes an additional push. The patient was pacemaker dependent and it made the physician nervous. There were no reported adverse patient reported. Additional specifics were requested from the field, however, no further information was available.